Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited difficulties converting multiple ventricular fibrillation (vf) episodes. A defibrillation threshold (dft) test was performed outside of the implant procedure. It was noted that the vf rhythm was converted after three separate shocks. The clinical representative will discuss troubleshooting options with the physician. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.